Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This reported will be updated should additional information become available.

Event description:
Boston scientific received information that following a system explanted due to infection, this lead was used as a temporary pacing lead. It was reported the lead became dislodged and the patient subsequently expired.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient had become agitated (sundown syndrome) and was picking at the site of the temporary pacing lead resulting in loss of capture. There were no allegations against lead functionality.